Event description:
According to the reporter, after 48 days of catheter insertion, during normal work or hd (hemodialysis) procedure, there was a leak at the blue (venous) luer adapter where a crack/break observed. The catheter was not removed from the patient. Immediately, the adapter was repaired by handmade system wherein they used some tube from other manufacturer¿s products available in the hospital on the same day of the event, the device was used successfully and the treatment was completed. Octanisept was the cleaning agent used on the device and it was the one typically utilized on the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No instrument used to loosen or tighten the device, they tighten the adapters by hands only which was a special procedure and no other products being utilized with the device. Prior to dialysis, nothing unusual observed and flushing was done with normal result. No excessive force used to insert in/take out bloodline from the luer adapter. There was one drop of blood lossand air bubble. The patient did not have air embolism. Blood transfusion was not required. There was no medical intervention done to the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.